Manufacturer narrative:
Other applicable components are: product ID 3708260 lot# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017. Product type extension product ID 3998 lot# v130367 (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead. Upon further review, (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the cause for the high impedances were believed to be from age - related worn at connection. A new lead was placed and the old wires were removed. The issue was resolved. No further information was reported.

Manufacturer narrative:
Product ID: 3708260, (B)(4), implanted: (B)(6)2009 explanted: product type: extension. Product ID: 3998, lot# v130367, (B)(4), implanted: (B)(6)2009 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that during the surgery the connector pin on the old lead was broken. No further complications reported.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative (rep). It was reported the patient was getting a revision on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Other applicable component: product ID: 3998, lot# v130367, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient's battery was at elective replacement indicator (eri). Patient reported having lost therapy, th ought it was because battery had reached eri. Lead impedances higher than 10,000 ohms discovered during battery replacement procedure. All the electrodes tested as reference, all measured greater than 10,000. The new battery was implanted. Surgeon will speak with patient about potential lead replacement with the patient at a later date. The caller also stated that the case was a normal end of service (eos) battery replacement. They could not determine if the problems were the result of an issues with the lead or extensions. The caller stated that the surgeon implanted the new battery and left the old lead/extensions in place. No further complications were reported. No additional patient symptoms were reported.